Event description:
It was reported that during a da vinci s hysterectomy procedure a piece of the monopolar curved scissors instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the tube extension dislodged from the main tube and the entire tube extension wall circumferentially broken at the base of the axial keys. As a result, the tube extension can be rotated 360 degrees. No instrument pieces were found to be missing, therefore, the customer reported issue cannot be confirmed. It was determined that the instrument damage may have been caused by excessive side loading or other type of mishandling.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.